Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trigger could not be returned to home position and the jaws could not be opened. The trigger was returned to home position manually. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.